Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional/changed and/or corrected data: b.6, d.9., h3., h.6. Device evaluation: visual analysis of the returned device identified a curved opening, a wear abrasion, flat creases, an observed void >1 mm in non-textured, valve-to shell-bond area, brown particles in shell. Leak test and microscopic analysis was performed which identified a sharp opening on the valve bond edge assessed as an unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness was within specification). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.